Event description:
This bed has no trend or reverse trend function. The bed was found outside the bio med shop and there were no alleged injuries. Account called he reseated a bunch of connectors; this resolved the problem. He is not sure what connector resolved the problem.